Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. The pushwire was not detached at hypotube proximal to the wire weld. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance during delivery/retrieval as no defect were found with the pipeline flex pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It was noted that the patient's vessel tortuosity was minimal. Which eliminates this factor out as potential causes. In addition, the pipeline flex could not be confirmed to have pushwire detached at hypotube proximal to the wire weld as the pushwire was not detached at hypotube proximal to the wire weld however, the root cause could not be confirmed. The pipeline flex could not be confirmed to have failure to open at proximal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
¿ Updated b5, d9 ¿ h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to deploy was not determined. Resistance was encountered in the distal section of the catheter, and slight stretching of the catheter was observed. The proximal section of the pipeline failed to open. Although the pipeline was not positioned in a curved section, the vessel below was described as quite tortuous. Attempts to open the pipeline included re-sheathing, but ultimately, the stent was replaced, and the procedure was successfully completed.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery, c6 segment aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The landing zone was 3.8mm distally and 4.6mm proximally. The access vessel was the femoral artery, with 9mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. The angiographic result post procedure was unobstructed blood flow. It was reported that the mesh stent and microcatheter were advanced to the straight segment of the distal internal carotid artery, prepared to deploy the mesh stent. After the first attempt to deploy, the mesh stent tip did not open properly, so it was retrieved, the entire stent shifted downward. The stent was then retracted back into the microcatheter for repositioning and a second attempt at deployment. However, it could not be advanced normally; the mesh stent and stent became stuck and could neither be retrieved nor deployed. After withdrawal and separation outside the body, it was found that the mesh stent and the push rod had become detached. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (229935203); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.